Event description:
On (B)(6) 2015 a customer reported to biomerieux that they obtained a discrepant identification result when using the vitek ms instrument. The vitek ms instrument reported a result of streptococcus equi ssp equi with a confidence level of 99%. Confirmation by api and pcr confirmed the organism to be streptococcus equi ssp zooepidemicus. An internal investigation into the event has been initiated by biomerieux.

Manufacturer narrative:
Biomerieux analyzed the data log files for the vitek® ms instrument for the sample involved in this incident. The data log files showed symptoms of a non-optimal tuning of the instrument. An field service engineer performed a fine tuning on the instrument and it was returned to service. The specimen sample was returned for evaluation. Five (5) spots were tested on the vitek® ms system. Four of the five spots returned the appropriate ID. The fifth spot confirmed the customer's result. The exact cause of this incident is unknown.